Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The battery cap was neither damaged nor missing. The battery compartment and spring was neither damaged nor corroded. The insert battery alarm did not display on the insulin pump screen. Customer stated that the display is not blank currently. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.